Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing a shocking sensation at the ipg site due to the s2 lead. In turn, surgical intervention may take place to address the issue.

Event description:
Additional information revealed that the patient has had multiple falls, leading to the uncomfortable stimulation. It is unclear if the lead caused uncomfortable stimulation. Surgical intervention may be planned for the ipg to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, the patient has effective therapy and the issue has reportedly resolved.